Event description:
Salem, m. M., sioutas, g. S., khalife, j., kuybu, o., caroll, k., nguyen hoang, a., baig, a. A., salih, m., khorasanizadeh, m., baker, c., mendez, a. A., cortez, g., abecassis, z. A., ruiz rodriguez, j. F., davies, j. M., narayanan, s., cawley, c. M., riina, h. A., moore, j. M., spiotta, a. M. (2024). General versus nongeneral anesthesia for middle meningeal artery embolization for chronic subdural hematomas: multicenter propensity score matched study. Neurosurgery, 95(1), 76¿86. Https://doi.org/10.1227/neu.0000000000002874 review of the literature article found a multicenter review of 778 patients who underwent 956 middle meningeal artery embolization (mmae) procedures for the treatment of chronic subdural hematoma (csdh) between april 2018 and january 2023. The study compared outcomes of general anesthesia versus non-general anesthesia in these cases. Multiple manufacturers' devices were used in the embolization procedure, include onyx, which was used (with or without adjunctive coiling) in 37.2% of cases. It was not specified which device/treatment was used in each case. No device malfunction was reported regarding onyx. No patient death was reported. Technical success was noted in 97.4% of all cases. However, procedural complications were encountered in 3.7% of the cases. Serious adverse events reported in the article that were considered therapy or procedure related included: - 9 patients experienced symptomatic worsening of csdh requiring additional surgical intervention. - 5 patients experienced ischemic complications include 1 patient who had a major ischemic stroke, 3 patients who had minor ischemic stroke, and 1 patient who had distal thromboembolism resulting in limb ischemia which required thrombectomy surgery. - 3 patients experienced cranial nerve palsies - 4 patients experience vision changes - 2 patients experienced seizures. - 1 patient had iatrogenic arteriovenous fistula (avf) - vessel perforation occurred in 1 patient which resulted in the procedure being aborted.

Manufacturer narrative:
A2. Reported patient age (73 years) is the median age from all patients in the study. A3. Reported patient sex (male) represents the majority of patients included in the study (73.2%). B3. Reported event date is the date the article was published online. E1. The study reported in the article contained information from 14 north american facilities. The location information reported is the communicating author's information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.